Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00013 - 3003853072-2017-00015.

Event description:
It was reported that the instrument broke during surgery. There were no reports of patient injury associated with this event. This is report three of three for this event.